Event description:
Philips received a complaint on the v60 ventilator indicating that an alarm failed. The device was reported to be outside of use at the time of the reported problem.

Manufacturer narrative:
Initial reporter information: (B)(6).

Manufacturer narrative:
The field service engineer (fse) stated in a good faith effort (gfe) response received on 04dec2022 that the device was out of warranty and repaired by a third party. The repair information is unknown as the device was not repaired by a philips engineer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.